Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unk. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Unk. Suture breakage prolonged surgery time.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure, which prolonged the surgery time, with no adverse patient consequences. Additional information had been requested and was received.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
Product complaint # pc-(B)(4). Actual complaint sample was not returned and same batch sample from manufacturer retained sample has been evaluated for appearance and knot pull tensile strength test and no issue found. The root cause of complaint can't be determined.